Manufacturer narrative:
The subject device was received at olympus service business center (sbc) on august 31, 2022 and is being shipped to the legal manufacturer for investigation. Additionally, photos of the subject device was provided to sbc . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a therapeutic procedure while using the soltive premium laser, the fiber inflamed at the level of the connector on the laser side. A flame of 15cm appeared. According to the report , the fire was put out, extinguished and the fiber was replaced. There were no injuries reported. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was evidence of the fiber having caught fire at the connector. The fiber was burnt away completely from the proximal handle and the distal tip appeared partially used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to user mishandling of the device, likely either during the unpackaging of the device or while plugging the device into the laser system. The following information is stated in the instructions for use (IFU): ¿the user should check for the green aiming beam prior to activation of the laser which seems to have not been performed.¿ olympus will continue to monitor field performance for this device.